Manufacturer narrative:
(B)(4). Concomitant medical products: 103205 060920 modular taperloc femoral porous coated 11.0 x 142 mm type I taper. 139256 482820 m2a-magnum 42-50 tpr insrt std. 157448 157448 m2a-magnum mod hd sz 48 mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03753.

Event description:
It was reported patient¿s left hip was revised due to aseptic loosening of acetabular component and pain. Operative notes stated patient had persistent symptoms consistent with failure of osteosynthesis of the acetabular component. Surgical findings confirmed that diagnosis. There was no visible ingrowth of bone into the acetabular component and it was secured to the patient¿s ilium only by the talon spikes and soft tissue. There were no findings of pseudotumor or metal soft tissue staining. After removal of the acetabular component however, there was grade metal staining in the cancellous bone. After revision to a new acetabular device, there was posterior impingement from the femoral neck of the femoral component with anterior dislocation. Therefore, the femoral stem was removed and replaced with a less ant everted device with slightly more offset. At conclusion, there was anatomic movement without impingement and without dislocation and there appeared to be very solid fixation of both acetabular and femoral implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.